Manufacturer narrative:
A ge svc rep performed an on site investigation. The external interface pcb was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had a broken ethernet port and could not download images to pacs. No pt injury was reported.